Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth in 1988, live birth in 1991, live birth in 1992, live birth in 1995, hypertension, alcohol use (patient sometimes drinks alcohol, alcoholic drinks on one occasio), ex-smoker, glucose intolerance, peripheral edema, swelling of legs, fasciitis nos, lymphedema and ruq pain. Previously administered products included for hives: penicillin. Concurrent conditions included obesity, cough, respiratory tract congestion, acute bronchitis, acute lumbago, anemia and leiomyoma nos. Family history included cardiomyopathy (sister). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (essure removal on (B)(6) 2015) and surgery (total hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. X-ray - on an unknown date: total bilateral occlusion she underwent uterine ablation in 2009 for heavy periods and only went approx. 1 month w/o period. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-jan-2018: follow up from pfs & mr-reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, family history and laboratory data were added. Updated suspect drug inaction. In 2010, she had abnormal bleeding (general). In 2015, she had dysmenorrhea, cramping. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (essure removal on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered pelvic pain and dysfunctional uterine bleeding to be related to essure. Most recent follow-up information incorporated above includes: on 2-dec-2016: correction - ccc amendment. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff underwent a surgical removal of essure. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A non serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc. Ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff underwent a surgical removal of essure. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since device removal was required. Non serious event was also reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.